Manufacturer narrative:
Product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Was needle removed from the patient? Yes. 2. Were x-rays performed to localize the needle? No. 3. Lot number? Rdmatz 4. Device return status? Will be returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s) triclosan. Dosage form - suture/solid/parenteral. Strength - =2360 g /m.

Event description:
It was reported that a patient underwent a unknown procedure on an unknown date and suture was used. During the first stitch, there was a needle and thread separation. There were no patient consequences reported.

Manufacturer narrative:
Pc-(B)(4). Date sent to FDA: 06/29/2022. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: what was the event date? - 2022-may-09 what was the procedure? - unknown. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/28/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: one labeled winding former with a suture and a detached needle of product were returned to evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that a light swage defect was observed on the swage area. The barrel hole was examined under magnification and no remnant suture was found. In addition, the suture end was examined and there wasn¿t sufficient impression, resulting in a needle pull off defect. Due to returned condition of the sample a functional test could not be performed. Based on the information currently available, the pull out was identified during the investigation of the sample received. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 g /m.